Event description:
I just started the dexcom g7 today and I'm so angry. I moved from the dexcom g6 and had no issues. This g7 is another story. I inserted the first one and got a failure notice, so I called support. I finally got ahold of someone, we went through a lot of steps when she finally said just start a new one. I started a new one and it did the same thing, so I called back. I was told it must be a bad batch and to insert another one. I asked if she was kidding me, am I going to have to use all 9 that I have? She said possibly, how else are we going to know if you received a bad batch? Well, I guess I'm a test dummy and diabetes aren't hard enough but anyway, I then told her I never had this issue with the g6 and she said, "the sensors are sensitive and between going through the warehouse, shipping, stores, and customers they can be damaged." But they are supposed to withstand the bumps and everything else while being worn? You got to be kidding me. Dexcom, do better! People trust you with their lives and you are proving that you don't care. Ref report: mw5171299.